Manufacturer narrative:
Country of origin is (B)(6). The most recent calibration prior to the event showed signals were higher than expected. The calibration after the event showed signals were 'about as expected.' Qc recovery was low, but acceptable. A reagent or instrument issue could not be ruled out. The rack adapters were not used. The centrifuge speed appears to be too high. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from the cobas e601 analyzer. The initial result was 10,000 mui/ml with a data flag, and the 2nd result with 1:100 dilution was 10.00 mui/ml with a data flag. On (B)(6) 2019 the repeat test with 1:100 dilution result was 23241 mui/ml. The reagent lot number was 361602 with an expiration date of 31-jan-2020. No questionable results were reported outside the laboratory.